Event description:
The facility reported to a device that will not stay on. This problem occurred during biomed testing. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.